Event description:
The company was made aware that the patient experienced infection at the implant site. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.